Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had collapsed. Emergency medical services administered an external shock and transported the patient to the hospital. Upon arrival the patient was found to be pulseless with dilated pupils and was pronounced deceased. The device was explanted and interrogated at which time the device was found in safety mode. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory found a shorted lead error had been recorded on the date the patient expired. Detailed review of the episode found the patient had sustained ventricular arrhythmia. Undersensing was noted and a shock was diverted. The arrhythmia was re-detected and a 41 joule shock was attempted with a shock impedance of less than 20 ohms. No subsequent shock therapy was attempted and only brady therapy remained available. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had collapsed. Emergency medical services administered an external shock and transported the patient to the hospital. Upon arrival the patient was found to be pulseless with dilated pupils and was pronounced deceased. The device was explanted and interrogated at which time the device was found in safety mode. The product has been received for analysis. This report will be updated upon completion of analysis.